Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a normal device replacement procedure, when this right ventricular (rv) defibrillation lead was connected to the new device, shock impedance measurements of greater than 200 ohms were noted in right atrial (ra) coil to can configuration. The device was programmed rv coil to can and shock impedances were 55 ohms. It was thought that the proximal portion of the lead had a problem. The device was therefore programmed rv coil to can. No adverse patient effects were reported. The lead remains in service.